Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in an assembled condition. After disassembly, it was observed that the threads at the distal end were severely stripped. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly, overtightening, prying motion while assembling and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not conducted due to not being applicable to the complaint condition. A functional evaluation was revealed it was extremely difficult to disassembled the devices. The complaint condition was replicated however the allegation of jammed/seized could not be confirmed as the device were disassembled successfully. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cup handle could not be removed from cup trial. Threads seem to be cold welded together. It was unknown, if there was a surgical delay.